Event description:
It was reported the pt had return of symptoms of increased tone. The volume in the pump was checked and a volume discrepancy of greater than 25% was noted. The expected residual volume (erv) was 7.8 ml and the actual residual volume (arv) was 15 ml. The drug in the pump was lioresal. No concentration or dose were reported. No patient outcome was reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
.